Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported the pump was in a spontaneous motor stall. The motor stall length and if recovery occurred were unknown. The pump was subsequently replaced. No patient symptoms were reported. The patient was doing well and receiving effective therapy. It was unknown what pain drug the pump was used to deliver at the time of the event. No detailed event information or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was not a motor stall issue. It was stated there was misinformation previously given to the reporter. There was a catheter connection issue and it was replaced on (B)(6) 2015. The issue began on (B)(6) 2015 with extra residual volume noted. The pump was replaced prophylactically due to the catheter replacement and the patient already being surgery. The pump was used to deliver morphine, bupivacaine, and fentanyl. No further information was provided. Follow-up is being conducted for more event details (residual volumes and the specific catheter connector issue). If additional information is received, a follow-up report will be sent.